Event description:
A report was received that the patient was experiencing pain in her right shoulder and neck caused by the previous revision procedure. The patient underwent another revision procedure wherein a new lead was implanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm.